Manufacturer narrative:
(B)(4). An unknown failure was reported. The device was received or evaluation. An event history log review was performed; the problem was not confirmed via the log review. Full functional testing, electrical safety testing, calibration, and a simulated therapy were performed with no issues noted. A visual inspection was performed. Upon conclusion of the investigation, the device was found to be noisy during audible inspection. The cause of the issue was determined to be the pump; the pump was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown failure occurred during use of the homechoice machine (¿failure not reported¿). It is unknown if there was a patient involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.